Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the right ventricular lead exhibited loss of capture. No intervention was performed at this time. The patient was stable in condition.